Event description:
The following was reported by the aci clinical specialist on (B)(6) 2012: "the physician reported that a patient experienced a hematoma immediately after successful deployment of mynxgrip. The physician is certain that he did not over tamp during deployment. The physician is unable to share any more specific information about the patient and refuses to do the research to pull more data." No further information is available. The physician is a trained user.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.